Event description:
New information received notes that insulation damage and over-sensed noise were observed prior to lead replacement.

Manufacturer narrative:
Additional information : b5 and h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for revision of the right ventricular lead, which had exhibited noise. During the procedure it was noted lead fracture was noted. There was no evidence insulation breach. The lead was capped and replaced on (B)(6) 2019. The patient's condition was stable.